Event description:
The end user reported the stretcher allegedly is intermittently lowering abruptly when depressing the button. It was stated this issue has occurred during patient transport; however, there were no further details provided and there was no allegation of injury or harm resulting from the alleged issue. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. It was determined the actuator was the contributing factor to the abrupt movement of the stretcher. The actuator was removed and replaced, proper movement of the stretcher was confirmed and it was returned to service.